Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level that was over 600 mg/dl. The customer treated their high blood glucose with 3 manual injections and their blood glucose went back to normal. The customer did not mention any symptoms of their blood glucose levels. The customer's current blood glucose level was 121 mg/dl. Troubleshooting was performed for the insulin pump. The customer was advised to monitor blood glucose and to call back with any issues. The device will not return for analysis.